Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the tip of the drill started snapped off in the patient. It took over 30 minutes to retrieve the fragment. No fragments remain in the patient.

Manufacturer narrative:
The associated 7.0 compression screw drill was returned and evaluated. A visual inspection of the returned device revealed the tip of the drill has fractured off. The device has marring along the shaft. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2013. The intertan lag screw drill was not returned. The compression screw drill potentially fractured due to ductile overload. An overload fracture can occur if the mechanical loads applied to the compression screw drill exceeded the strength of the material. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.